Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported, the infusion set's tubing detached from the quick release. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.